Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow up's. It is reported that the pt suffered a non sudden cardiac death approx 2.5 years post index procedure. It is reported that due to underlying disease the pt had a high need for nursing care. Investigator has indicated that the event was not related to mi, the study device or procedure. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.